Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that vacuum two forms slowly (below the limit), resulting in an error and exit, in the unknown eye of a patient, during laser ablation with no patient harm, during lasik surgery.

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the day of event. During onsite visit the field service engineer replaced the vacuum exchange set. Field service engineer performed system verification as per service installation record. The review of logfile for the reported event date confirms the reported issue. The warning message fu one-fifteen-two "suction pressure pump two too low" appeared twice. The error occurred both times during a treatment (different patients involved). Both treatments were successfully completed. Review of the logfiles for the event day does not show any other warning or error messages. The log file shows twenty-two successfully performed treatments on the reported event date. Sixteen further treatments were performed on this day after the reported warning messages appeared. The root cause could not be identified during logfile review. According to event report description no patient was harmed. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. Most possible root cause is a faulty vacuum connector. The manufacturer internal reference number is: (B)(4).